Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -4.0 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6)2023. The lens was explanted due to glare/haloes and blurred vision on (B)(6)2023. Problem resolved. Cause of the event is reported as unknown. Reportedly, patient preferred lens explant and use of glasses.